Event description:
"Pt diagnosed with angiodysplasia in ascending colon. Beamer argon coagulator was used to treat this condition. Pt was released and returned 4hrs later, complaining of abdominal pain. Pt at this point was diagnosed with a perforated bowel, and rushed to the o.r."

Manufacturer narrative:
The investigation is on-going. Once the investigation has been completed, a supplemental will be filed.